Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical error. Customer's blood glucose was 210 mg/dl at the time of incident. Troubleshooting found that the pump may have been worn in a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected critical pump error alarms noted during testing. Device passed displacement test, rewind test, active current measurement and self-test. Device failed prime/seating test due to severe corrosion on force sensor assembly. Unexpected hardware low levels alarmed during testing due to severe corrosion on keypad traces. Device received with high sleep current measurement due to severe corrosion on all electronic assemblies. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube area, severely faded serial number label, peeling end cap address label and moisture damage on motor home switch.